Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the sensor needle broke and came off while insertion. The customer's blood glucose was unknown. The customer reports the sensor was no longer in the body and did not receive medical treatment as a result of the sensor fracturing while still in the body. Referred to health care professional. Advised to return the sensor. The device will be returned for analysis.